Event description:
Hearing performance with the device is affected and the user needs re-fitting. Currently, 10 channels are available for stimulation. The user has been seen on (B)(6) 2022 where it was observed that the impedance has increased on 2 affected channels. Therefore, a revision surgery is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device was not optimal and the user needed re-fitting. Only 10 channels had been available for stimulation. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition, one channel remained extra-cochlear at implantation surgery and further diagnostic imaging confirmed that 2 channels are currently extra-cochlear, thus one additional channel might have migrated out of cochlea. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode caused by minute device mobility appears likely. In addition, one channel remained extra-cochlea at implantation surgery and further diagnostic imaging confirmed that 2 channels are currently extra-cochlear, thus one additional channel might have migrated out of cochlea. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Hearing performance with the device is affected and the user needs re-fitting. Currently, 10 channels are available for stimulation. The user has been seen on \(B)(6) 2022 where it was observed that the impedance has increased on 2 affected channels. Therefore, a revision surgery is considered.